Manufacturer narrative:
Information has been requested but unknown at this time. Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Prior to another case, tac instructed the customer to power off the cv-190/clv-190 and then remove the scope. Tac asked the customer to clean the electrical contacts with 70% isopropyl alcohol. Tac emailed the customer a quick reference guide. A follow up was made to obtain information on device resolution and return status. The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center display a b30 scope communication error and the image went out. The event occurred during procedure and there was no harm or user injury reported due to the event.

Manufacturer narrative:
Three attempts were performed to obtain the occupation of the reporter, but were not successful. This report is being supplemented, to provide additional information, based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device, since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not, due to design. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device. The root cause of the b30 error code and no image being displayed could not be identified. Olympus will continue to monitor field performance for this device.